Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was returned deployed, without its plunger/needles assembly, anterior and posterior cuffs and link. The suture was returned fully free of the device with the posterior needle attached. The posterior needle tip was examined and there was no detected damage nor was the posterior cuff attached. Blow through marks were not present on the posterior foot indicating the posterior needle did not engage and/or eject the posterior cuff from the posterior foot. The lack of the posterior cuff in the posterior foot indicated the cuff, attached to the plunger via the link and anterior cuff to anterior needle engagement, was likely pulled out of the foot during plunger removal. There was no detected device damage. Examination of the foot did not detect any damage or needle strike mark. The device was tested by inserting a proxy plunger into the device to test for needle trajectory. Insertion was successful with both needles entering their respective foot pocket. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. Based on the investigation findings, a cause for the detected failure mode could not be determined. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of right common femoral artery after a diagnostic procedure. Reportedly, after advancing the suture to the arteriotomy, bleeding continued. A non-abbott hemostasis pad and compression shorts were used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.